Manufacturer narrative:
The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode, sodium serial number is (B)(6). The field service engineer (fse) inspected the analyzer and determined that an issue at the mixing tower had caused the event. He cleaned this part, replaced analyzer solutions, conditioned the electrodes, and recalibrated the assays. The analyzer's performance was verified by the fse's ion-selective electrode checks, and the customer performed calibrations and qcs. The investigation is ongoing.

Event description:
The initial reporter received questionable electrode, sodium results from five to six patient samples tested on the cobas integra 400 plus. One example of discrepant results was provided: the initial result from the analyzer was 128 mmol/l, accompanied by a data flag. The repeat result from another analyzer was 137 mmol/l. The initial result was not reported outside of the laboratory, as the reporter noticed low patient results and qc, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The sodium electrode expiration date was 18-jul-2025.